Event description:
We received an allegation of questionable creatinine jaffe gen.2 and tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application assay results for two patient samples tested on two cobas c 111 analyzers (cobas a and cobas b).this medwatch is for the creatinine jaffe gen.2 assay on cobas a. Please refer to the medwatch with a1. Patient identifier (B)(6) for the tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application assay on cobas b.patient sample 1the initial result was 1.5 mg/dl.the repeat result was 0.9 or <1.0 mg/dl.

Manufacturer narrative:
The cobas c 111 analyzer serial number for cobas a is (B)(6).